Event description:
It has been reported to philips that the system did not fully boot up. It gave an error message of ¿button active on startup¿. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that system did not boot up normally. Customer informed that they are getting error message button active and checked all the pan handles in room and rebooted but issue persist. Upon troubleshooting, the philips field service engineer (fse) found that the rcd was tripping intermittently and requested onsite support. The philips field service engineer (fse) went onsite and found that stand alone pan handle was defective. To resolve the issue, fse disconnected pan handle. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.